Event description:
A report was received that the patient was having discomfort at the ipg site as the ipg was loose and would move around. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was having discomfort at the ipg site as the ipg was loose and would move around. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical and performance tests performed. There was no complaint toward the device's functionality. The device was evaluated after being explanted. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Sterilization record did not find any anomalies or deviations that potentially relate to the reported event. The ipg passed all the required tests and revealed no anomalies.